Event description:
Product failed do to an inability to separate components.

Event description:
Product failed do to an inability to separate components. The initial report did not have the correct event type documented, the correct event type, malfunction is provided in this follow-up report.